Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an angioguard embolic protection device but the catalog and lot numbers are not available. The citation is as follows (use apa format): castriota et al impact of cerebral protection devices on early outcome of carotid stenting; endovasc ther 2002; 9:786¿792, a copy of the publication is attached to this report. As reported in the publication castriota et al impact of cerebral protection devices on early outcome of carotid stenting; endovasc ther 2002; 9:786¿792, the 0.014-inch wire of the angioguard system remained trapped in the proximal edge of a palmaz stent. The system was easily retrieved via surgical cutdown of the carotid artery. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patient¿s vasculature. Without procedural films for review, the reported filter withdrawal difficulty could not be confirmed and the exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. Per the instructions for use (IFU) use caution when withdrawing the angioguard emboli capture guidewire through the deployed stent, never pull the captured system into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, reposition the capture sheath to ensure that the filter basket is properly seated into the capture sheath. Using fluoroscopy, verify capture sheath position by checking marker band alignment between the capture sheath and guidewire and confirm filter basket closure by ensuring reduction of the filter basket diameter shown by the radiopaque strut markers. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the publication castriota et al impact of cerebral protection devices on early outcome of carotid stenting; endovasc ther 2002; 9:786¿792, the 0.014-inch wire of the angioguard system remained trapped in the proximal edge of a palmaz stent. The system was easily retrieved via surgical cutdown of the carotid artery.